Event description:
The customer reported that they had a screen freeze.

Manufacturer narrative:
The customer reported that they had a screen freeze. The limited available info is not sufficient to support that there was a health risk in abundant caution, we will report this as a malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).